Manufacturer narrative:
The device was not returned for the investigation. Should the device be returned at a later date a supplemental report will be filed.

Event description:
The patient stated that they sought medical attention at hospital due to receiving a reading of 27 from the livongo blood glucose meter and experieincing symptoms of dizziness. The patient advised that they were giving fluids from an IV at the hospital as treatment. They also confirmed that they brought the livongo meter to the hospital to compare readings. The reading from the hospital was 130 compared to the livongo meter reading 116. Our investigation found that the patient was testing with expired test strips.